Event description:
It was reported to the MFR that the pressure monitoring line included in the subject device was kinked by a band that secures the pressure monitoring line to the device's cardioplegia delivery lines. While the subject device was being used in a cardiopulmonary bypass surgical procedure, the surgeon discovered that the pt's coronary sinus had been ruptured. The sinus rupture was completed without further complications. The pt was discharged from the hospital and was reported to be doing fine.